Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer, that before use, cs300 intra-aortic balloon pump (iabp) malfunctioned. There was no patient involved. Helium problem was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no helium tank was installed and no ohm tape seal on helium regulator was present. Cleaned helium regulator and intalled new seal and helium tank. No failure observed with helium tank. Tested for helium leaks passed to specifications. Product passed all functional and safety tests per manufacturer specifications.